Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2019 and suture was used. It was reported suture breakage during the coronary anastomotic bypass surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. There is no additional information available.